Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. Conclusion: the healthcare professional reported that the patient experienced a mild subarachnoid hemorrhage (sah) following the mechanical thrombectomy of two occlusions on the m2 segment of the middle cerebral artery (mca). The 5 x 33mm embotrap ii revascularization device (et009533 / 19f175av) was used reportedly in accordance with the instructions for use (IFU); a modified treatment in cerebral infarction (mtici) score of 2c was achieved with the use of the device. It was reported that the patient has not been recovering from the event. The physician commented that the ¿relevance to adverse event was not confirmed¿ and ¿the event might have caused by the patient¿s blood vessel.¿ additional event information was provided that indicated that the physician did not comment about the clinical symptoms and additional treatment to address the subarachnoid hemorrhage. The physician did comment that ¿there are no problems.¿ based on complaint information, the device was not available to be returned for analysis. A review of the device history record (DHR) associated with this lot (19f175av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy and/or intravenous thrombolytic drug treatment for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke; therefore, the risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, procedural, and pharmacological factors, including the severity of the index stroke, may have contributed to the event with no indication of a device deficiency. Final mtici score of 2c was achieved with the use of the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient experienced a mild subarachnoid hemorrhage (sah) following the mechanical thrombectomy of two occlusions on the m2 segment of the middle cerebral artery (mca). The 5 x 33mm embotrap ii revascularization device (et009533 / 19f175av) was used reportedly in accordance with the instructions for use (IFU); a modified treatment in cerebral infarction (mtici) score of 2c was achieved with the use of the device. It was reported that the patient has not been recovering from the event. The physician commented that the ¿relevance to adverse event was not confirmed¿ and ¿the event might have caused by the patient¿s blood vessel.¿ additional event information was provided that indicated that the physician did not comment about the clinical symptoms and additional treatment to address the subarachnoid hemorrhage. The physician did comment that ¿there are no problems.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/5/2020. E.1: initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Additional event information]: the healthcare professional reported that the patient experienced a mild subarachnoid hemorrhage (sah) following the mechanical thrombectomy procedure targeting two occlusions on the m2 segment of the middle cerebral artery (mca). It was reported that no intervention or repair was made to prevent further injury. The 5 x 33mm embotrap ii revascularization device (et009533 / 19f175av) was used reportedly in accordance with the instructions for use (IFU). One pass was made with the embotrap device; a modified treatment in cerebral infarction (mtici) score of 2c was achieved with the use of the device. It was reported that the patient has not been recovering from the event. The physician commented that the ¿relevance to adverse event was not confirmed¿ and ¿the event might have caused by the patient¿s blood vessel.¿ additional event information was provided that indicated that ¿the physician did not comment about the clinical symptoms and additional treatment caused by the subarachnoid hemorrhage, but he commented that they are no problem.¿ additional information received on 05 march 2020 documented that the physician evaluated that ¿blood clots could be removed well¿ with the embotrap. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy and/or intravenous thrombolytic drug treatment for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke; therefore, the risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed to the event with no indication of a device deficiency or performance issue. Final mtici score of 2c was achieved with the use of the embotrap device in one pass. There was no report of any vessel trauma associated with the event and it is unknown if the patient received tpa at the time of stroke presentation. Updated sections: e.1, e.3, g.4, g.7, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.